Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2016. Rv pace lead impedance was 720 ohms on (B)(6) 2016. Rv pace lead impedance has been varying between 700 ohms and 840 ohms from (B)(6) 2016. Sensing integrity counts went up to 111 (within 10 days). Concomitant product: 6940-52 lead, implanted: (B)(6) 1999.

Event description:
It was reported that a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and inappropriate variation in pacing impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.